Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the cutter did not pass testing; however, the repair was not completed because the cutter cannot be repaired, and only replaced with a new cutter. Review of the device history records identified no deviations or anomalies during manufacturing. Devices are used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It has been reported that the instrument was not cutting as well as it should with a query as to if the blade was blunt. Cutter also being returned to be evaluated. The event occurred during biomedical test/check. There was an alternate product available for immediate use. There was no harm or delay. There was no adverse event reported as a result of this malfunction.